Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.